Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7074042/7094668.

Event description:
It was reported that the patient had an infection at the incision site. It was noted that the physician believed that the infection was not device and procedure related. The patient was placed under antibiotics and underwent an explant procedure wherein all the devices were removed. The explanted devices will not be return.